Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and functional inspections were performed on the returned device. The reported difficulty to retract the foot was not confirmed; however a needle to cuff miss was identified. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in a common femoral artery via 6fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, prior to removal the foot plate of the proglide device could not be retracted completely. The proglide device was removed with no resistance or vessel damage. Two additional proglide devices were placed using the preclose technique. The sheath was upsized to larger than 8.5fr and the aaa procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure.